Manufacturer narrative:
H.6. Investigation: to aid in the investigation of this reported incident, five physical samples were returned for evaluation by our quality engineer team. Through microscopic examination of the samples, no signs of white particles were observed on or within the syringes. Therefore, an exact cause for this reported incident could not be identified. Based on the provided customer feedback, the reported particles may have been composed of silicone. Silicone is a normal part of the manufacturing process and it is used to lubricate the rubber stopper. As a lot number for this product incident was unavailable, further analysis of the production process could not be performed. H3 other text : see h.10.

Event description:
It was reported that silicon specks were found in the bd luer-lok¿ syringe before use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "when we are mixing tsb (triptic soy broth) in the syringe you can see small whitish specs". "Their preliminary findings are that the specs are silicon".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that silicon specks were found in the bd luer-lok¿ syringe before use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "when we are mixing tsb (triptic soy broth) in the syringe you can see small whitish specs." "Their preliminary findings are that the specs are silicon."